Event description:
As reported, after a puncture was made, there was difficulty inserting a 7f 11cm straight brite tip catheter sheath introducer (csi) into the patient. After multiple attempts by the physician to insert the 7f brite tip csi, the distal portion of the csi became frayed. As a result, a 7f non-cordis csi was used in pace of the brite tip csi to continue the procedure. There was no vessel trauma caused to the patient as a result of the malfunction, and no other patient injuries were reported. It was reported that the gap between the csi and the dilator was causing the insertion difficulty. The right femoral artery was accessed for this procedure. There was mild calcification and mild tortuosity to the access vessel. However, there was no stenosis or stents placed within the access vessel. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty prepping the device. There was no difficulty inserting the dilator into the brite tip csi, and no damage was observed to the csi prior to use. Saline was sued to wet the device prior to its attempted insertion. Additionally, there was no separation of the device observed. The device has been discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, after a puncture was made, there was difficulty inserting a 7f 11cm straight brite tip catheter sheath introducer (csi) into the patient. After multiple attempts by the physician to insert the 7f brite tip csi, the distal portion of the csi became frayed. As a result, a 7f non-cordis csi was used in pace of the brite tip csi to continue the procedure. There was no vessel trauma caused to the patient because of the malfunction, and no other patient injuries were reported. It was reported that the gap between the csi and the dilator was causing the insertion difficulty. The right femoral artery was accessed for this procedure. There was mild calcification and mild tortuosity to the access vessel. However, there was no stenosis or stents placed within the access vessel. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty prepping the device. There was no difficulty inserting the dilator into the brite tip csi, and no damage was observed to the csi prior to use. Saline was used to wet the device prior to its attempted insertion. Additionally, there was no separation of the device observed. The product was discarded and therefore, not available for analysis. A product history record (phr) review of lot 18095443 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer events, catheter sheath introducer-insertion difficulty, brite tip/distal tip-frayed/split/torn-in patient and vessel dilator-incompatibility/fit could not be confirmed. Handling factors and/or patient specific anatomical characteristics may have contributed to the reported events. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.